Event description:
It was reported that during the implant procedure, inserting the atrial lead into the header of the pulse generator was difficult. With the use of saline solution, the lead was finally inserted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.